Event description:
The pt received her scs system on (B)(6) 2008. It was reported that during a procedure to add a lead to the pt's system on (B)(6) 2009, the pt programmer would not communicate with the ipg. Attempts at communication using another pt programmer were unsuccessful. The physician replaced the ipg with another ipg which communicated properly with the pt programmer. It was reported that the explanted ipg would communicate with a programmer on the surgical table. The explanted ipg was returned to ans for analysis. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.